Manufacturer narrative:
No device deficiency reported. Serial or lot number of device used also not reported. Phrenic nerve injury leading to diaphragmatic paralysis is a known potential adverse event for catheter ablation procedures disclosed in product labeling.

Event description:
Cardiofocus became aware of a report of phrenic nerve injury while reviewing a study abstract. No specific details are available about the reported event, other than after five days on ward no phrenic injury was found.